Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) piece actual sample was received. The proximal hub and the distal portions of the IV catheter were received. The ends of the tubes were elongated as if pulled. The elongation appears to reach the portion of the hub found inside the hub. There was also a clip mark observed near the point of separation. The sample contained traces of blood. The proximal hub and the distal portion of the actual sample were evaluated. The appearance of the catheter tube indicates that it was most likely clipped and pulled, causing it to break. The catheter broke when it was pulled, as shown by the elongation of the tubes at the point of separation.

Event description:
The user facility reported that the involved IV catheter tube and hub were broken. The micu head nurse stated; during the IV catheter use of the patient, after the MRI vessel was found to be blocked. It was washed with normal saline to generate pressure and it suddenly ruptured. The patient was taken out by our or surgery. The event occurred intra-operative. Medical or surgical intervention was performed. Additional information was received on 01 sep 2023: the catheter was placed on the patient successfully without any problems. The catheter was inserted in the patient (B)(6) 2023 and on (B)(6) 2023 was when the catheter was found to be broken. There was nothing unusual or irregularity with the broken catheter when observed. The patient's current condition is stable.

Manufacturer narrative:
E3: occupation: sales/distributor. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The retention samples were visually confirmed free from a scratch, or dent on the catheter tube. The retention samples were subjected to catheter tube and catheter hub fitting force wherein the expected result is that either the catheter tube will be removed/separated from the catheter hub, or the catheter tube will break during the test. Results were all passed against our specification of >7.845n. The catheter tube is made up of radiopaque ethylene tetrafluoroethylene (etfe) and undergo incoming inspection which includes visual inspection and verification of certificate of analysis according to the material specification. A total of twenty-eight (28) complaints were received from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. Further evaluation of the tensile strength of our catheter tube was conducted through manual pulling and bending tests using resistance breakage tester (in reference to the previous catheter breakage complaints). The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube. There are also two (2) stages of visual inspection which cover the overall condition of the product. Defects that might cause catheter breakage are detected during these processes. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.